Manufacturer narrative:
B3. Date is approximate. Year valid. Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software, software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid-hydromorphone via an implantable infusion pump for non-malignant pain. The patient stated it takes 15 minutes to get a bolus in the myptm (personal therapy manager) application (app). The patient stated that the app gets stuck at 90% for 15 minutes. Technical services (ts) walked the patient through clearing out the data on the app. The troubleshooting steps that were taken on the call resolved the issue.